Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to lvad system low flow alarms. An echocardiogram, right heart catheterization, chest computed tomography (CT) angiogram were found to be unremarkable. It was reported that the physician suspected that there may be some narrowing at the site of the aortic anastomosis, and that the pump was working as expected. The manufacturers technical services reviewed the submitted log files and confirmed of the low flow events. The pump appeared to be operating within expected parameters. The patient remained asymptomatic and was eventually discharged home. No additional information was provided until (B)(6) 2017, that the low flows alarms had persistently continued. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to stroke symptoms, and a head CT confirmed this to be an ischemic event. The inr was therapeutic at the time of the event. Due to an earlier suspicion of the narrowed aortic anastomosis site, the patient was emergently taken to operating room (or) for an lvad exploration. It was discovered that the outflow graft under the bend relief was twisted 60 degrees. The surgeon untwisted the graft and placed it in a desired anatomical position. It was reported that the outflow graft bend relief collar was taken off, bend relief slid up, outflow graft untwisted, then the bend relief was reattached. Upon untwisting the outflow graft, there was a significant increase in pump flows. It was later concluded by the physician that the stroke was device related due to a decreased blood flow secondary to the twisting of the outflow graft. The patient reportedly remains stable condition with normal pump parameters. No additional information was provided.

Manufacturer narrative:
A review of a photo submitted by the hospital confirmed the reported twisting of the sealed outflow graft. Although a specific cause for the twist in the outflow graft as well as a duration of time for which it was present could not be determined through this evaluation, the outflow graft distortion could have contributed to the reported persistent low flow alarms that were confirmed through the analysis of the submitted system controller log file. However, a specific cause for the reported stroke as well as a direct correlation with the device could not be conclusively determined through this evaluation. The pump remains in use supporting the patient. The instructions for use lists stroke as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.